Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that when the patient tries to use the device, it is not helping with the pain just above the waist and down to the tailbone. This had started occurring in (B)(6) of 2017. The patient had tried adjusting the stimulation by increasing the settings on the day of the report. The patient programmer was showing that stimulation was on. It was noted that increasing the device ¿might for about an hour, and then it goes right through the pain.¿ they have contacted the health care provider a couple of times and the health care provider suggested that the device be reprogrammed. The patient has an appointment with their health care provider at the end of (B)(6) 2017, and they were going to inquire about the pain at that appointment. There were no further complications reported. Additional information was received from a patient on (B)(6) 2017. The patient has been in a rehabilitation center for an unrelated issue. They can get six boxes across the bottom but it doesn't send any stimulation. They can't get stimulation beginning a couple of weeks ago or maybe even longer. The patient called their healthcare professional (hcp) who said that it might need to be reprogrammed. The patient had the stimulator recharging on the day of the report for 5 hours. When they started the ins was empty but now it is just a little over half full. They have had no voltage in their hips or legs for weeks. The patient also had spinal pain that began several weeks ago. They did not have their remote with them to verify the ins status. An email was sent to a local manufacture representative (rep) to see if they could meet the patient for assistance because the patient would be at the rehabilitation center for at least a few more weeks. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient¿s family member/friend reporting that they went to have their ins replaced. It was stated that the ins had been dead for a long time. It was reported that the patient¿s battery had been dead for more than four weeks. No further complications were reported/anticipated.

Manufacturer narrative:
Explant date received. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a rep. It was reported that cause of the patient not having stimulation was that she broke her hip and was unable to recharge because she couldn't get into the right position due to the hip surgery. The cause of the patient recharging for five hours and the implantable neurostimulator (ins) only getting half full was that the she was unable to get good coupling because she couldn't get into the right position because of her hip. The rep met with the rehabilitation staff and taught them how to help the patient recharge. It was noted that the issue resolved. Additional information was received from a consumer. It was reported that the patient¿s target pain was the same as baseline. The patient did have pain relief at first, but the pain had returned in the last three months prior to (B)(6) 2017. The patient had seen a rep for reprogramming, but it did not help. The patient was redirected to the hcp for the return of target pain and loss of relief. The loss of pain relief began in (B)(6) of 2017. The patient met with a rep about ten days prior to (B)(6) 2017. The consumer stated that the patient had also been having difficulties with the stimulator not holding a charge. The patient had not been charging the ins long enough and the rep told her that it could take five or six hours to fully charge the ins. The implanted battery had run dead a couple of times already, which was why the patient and hcp were intending to change it out with a non-rechargeable ins. The consumer didn't know if the ins had been overdischarged at these times or not. The replacement surgery had not been scheduled yet; they were waiting for the rep to schedule this with the managing hcp¿s office. There were no trauma/falls reported that could have been related to this issue, but it was noted that the patient did have an unrelated hip replacement surgery about six weeks ago. The ins running dead a couple times occurred in 2017. The ins not holding a charge began in 2017, about a month prior to (B)(6) 2017.